Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that the patient experienced cortical subdual hematoma near the dbs lead upon a post-operative CT scan. There was no known cause. The accuracy of stealth and dbs lead were extremely accurate at 0.5mm from planned area. A repeat CT scan was performed around 6 pm which showed that the bleeding had not grown any larger than what was seen in the first post-operative CT scan. At 6pm the patient continued to be doing very well with no deficits and would be monitored overnight in the neuro ICU. The issue was not resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient¿s subdural had resolved and the patient seemed to be doing well with their dbs. There were no further complications reported.